Manufacturer narrative:
(B)(6). PMA/510(k) number: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, prior to use for a flexible ureteral lithotripsy, a ngage nitinol stone extractor's basket could not be opened. This was found after removing the device from the package and the device did not make patient contact. Another device was opened; however, that basket would also not open. That device will be reported under patient identifier (B)(6). A third device of the same type was used to successfully complete the procedure. There were no adverse effects to the patient.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event description: as reported, prior to use for a flexible ureteral lithotripsy, a ngage nitinol stone extractor's basket could not be opened. This was found after removing the device from the package and the device did not make patient contact. Another device was opened; however, that basket would also not open. That device will be reported under patient identifier (B)(6). A third device of the same type was used to successfully complete the procedure. There were no adverse effects to the patient. Investigation ¿ evaluation a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), manufacturing instructions, the instructions for use (IFU), and quality control procedures. One ngage nitinol stone extractor was returned partially in its packaging tray, in an open package. Inspection of the returned device noted: two of the basket wires had pulled free from the basket sheaths that hold the basket wires in place. A functional test determined the handle did actuate basket formation. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing and quality control documents was conducted. All extractors are verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: suggested handling instructions for extractors and forceps important: excessive force could damage device. The returned device was found to have a basket that would open and close when the handle was functioned, but two of the basket wires had pulled free from the basket sheaths that hold the basket wires in place. A video was provided by the user, and it showed a device that had a basket that would not open. The likely cause for the basket wires pulling free on the returned device was likely due to excessive force being applied to the device. The IFU contains a caution that excessive force can damage the device. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.